Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the high frequency electrosurgical unit displayed an e433 error, turns on and turns off and alarm sounds. The issue occurred during procedure. There were no reports of patient harm. Heard a bang and saw smoke.